Manufacturer narrative:
The farawave pulsed field ablation catheter was not returned for analysis; however, media inspection was performed of three photos attached with the incoming information. In the pictures it was possible to observe the packaging damage and the shipment confirmation. Additionally, a labeling review confirmed the device was used for persistent atrial fibrillation, which is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The reported clinical observations were confirmed.

Event description:
It was reported that the catheter sterile packaging was damaged. Prior to a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The shipping box for the device was found to be crushed at one end and the sterile packaging inside was compromised, so it was not used in the procedure. The catheter was replaced with another of the same model and the procedure was completed. Use of the replacement catheter constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the catheter sterile packaging was damaged. Prior to a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The shipping box for the device was found to be crushed at one end and the sterile packaging inside was compromised, so it was not used in the procedure. The catheter was replaced with another of the same model and the procedure was completed. Use of the replacement catheter constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.